Event description:
Reportedly, on 3-october-2025, the programmer encounter multiple freezes and latencies during devices interrogations. The issue occurred more when the tablet is out of its docking. It seems that the battery has been abruptly removed multiple times.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The programmer works correctly and does not encounter latencies nor freeze. Review of the extracted files confirmed that multiple freezes occurred on 3-october-2025. The main origin of the reported event could not be established with certainty. Since no software related findings were visible, the most probable hypothesis is that hardware or operating system failure caused the reported event. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event as the programmer works correctly without freeze and latencies. Review of the extracted files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on 3-october-2025, the programmer encounter multiple freezes and latencies during devices interrogations. The issue occurred more when the tablet is out of its docking. It seems that the battery has been abruptly removed multiple times.